Event description:
The customer reported, that he was hospitalized for diabetic ketoacidosis. The customer stated he changed the infusion set the day before, as well as the day of hospitalization. The customer also reported no delivery alarms two days prior to hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.